Event description:
New information received notes that intermittent sensing persisted. No interventions were reported. Further information was requested but not received.

Manufacturer narrative:
Correction: b5 - describe event or problem.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for two-week post implant follow up. An interrogation of the implantable cardioverter defibrillator revealed episodes of non-sustained right ventricular over-sensing caused by intermittent sensing. No interventions were made as the physician elected to monitor. The patient was stable.